Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. It was stated in the report that chemo drug leaked from micron filter. There was patient involvement and no harm reported.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.